Event description:
It was reported that patient's right ventricular (rv) lead exhibited low pacing impedance. Clavicle crush was noted on the lead from imaging. During procedure it was found that patient's new pacemaker header screw could not be tightened. The pacemaker was not installed and the procedure was completed using an alternate device on 19 apr 2024. The rv lead was capped and replaced on 19 apr 2024. The patient was stable.